Event description:
It was reported the patient's pump had flipped. The flip had been confirmed with imaging. A revision was performed and a bridge bolus was programmed to bridge out to the old drug in the catheter and pump tubing. Additional information received indicated the pump was revised in 2009, with the addition of a dacron pouch. The managing physician could not refill the pump or access the reservoir port. Due to the position of the patient (always sitting) x-rays were taken to confirm the pump had flipped. The patient experienced no problems related to the pump flipping. The old medication was changed out by the physician so a different medication could be used. The patient recovered without sequela.